Manufacturer narrative:
The field service engineer determined that a shaft holder was loose allowing the vacuum nozzle to touch the probes. The components associated with the vacuum nozzle were tightened. Mechanism checks were successful. Calibration and controls were run successfully. The last calibration performed on (B)(6) 2019 was ok, with no alarms. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that they received questionable results for three patient samples tested with ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. Data was provided for two of the samples and of these, one had discrepant na, k, and cl results. No incorrect results were reported outside of the laboratory. The sample was initially processed on a cobas 8100 pre-analytics system prior to testing on the cobas 8000 ise module. The sample initially resulted with an na value of 153 mmol/l, which repeated as 138 mmol/l. The sample initially resulted with an k value of 6.2 mmol/l, which repeated as 5.5 mmol/l. The sample initially resulted with an cl value of 95 mmol/l, which repeated as 107 mmol/l. No adverse events were alleged to have occurred with the patient. The na electrode lot number was q1805, the k electrode lot number was x5789, and the cl electrode lot number was f3568. The electrode expiration dates were asked for, but not provided.